Manufacturer narrative:
The evaluation of (B)(4) revealed the presence of thrombus; however, a correlation between the evaluation findings of the returned pump and the reported right heart failure, stroke, sepsis, and pump pocket infection could not be conclusively determined. Upon disassembly of (B)(4), examination of the distal-side of the inlet stator revealed a small thrombus formation adhered around the inlet bearing cup. In addition, another small thrombus formation was found surrounding the inlet bearing ball. The thrombus ring surrounding the inlet bearing cup showed evidence of laminated layering and denaturation while the thrombus surrounding the inlet bearing ball appeared to be in the early stages of laminated layering, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. In addition, examination of the proximal-side of the outlet stator revealed a small, white tissue-like deposition situated adjacent to the bearing ball and on one stator blade. The deposition lacked lamination and was not adhered to the bearing ball or stator blade. The origin of the deposition could not be conclusively determined; however, the lack of denaturation on the deposition and absence of contact marks on the outlet portion of the rotor and outlet bearing cup suggests that it was not present while the pump was operating. Although a duration for which it was present in the pump could not be determined, the size and structure of the deposition suggests that it was unlikely to have contributed to a functional issue. A specific cause for the development of the observed depositions in the pump could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was indicated that the patient's right heart failure was thought to be related to progressive worsening of their condition. It was noted that the left ventricle was unloading and that the pump was functioning as expected for the patient's condition. The signs and symptoms that the patient presented with related to the stroke was left sided weakness. Cta 60-79% right carotid stenosis. The patient's inr goal was 2.0-3.0, and at the time of the stroke, inr was 3.0. Heparin gtt was started for treatment of the stroke. A positive blood culture and positive PICC line culture were found regarding the sepsis. The reported infection started on approximately (B)(6) 2015. The patient received antibiotics for the treatment of the infection. It was reported that when the patient was undergoing the heart transplant, the surgical team did find that the pump pocket was infected. There was no indication of pump pocket infection prior to transplant.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was upgraded to 1a status for transplant due to right heart failure. While waiting for a transplant, the patient suffered a cerebrovascular accident on (B)(6) 2015. It was also reported that the patient had sepsis. The origin of the sepsis was not provided. There were no reports of any lvad related infections. The patient received a heart transplant on (B)(6) 2015, which was reported to be routine. Additional information was requested but has not been received.